Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a breast augmentation primary with two 425cc mentor smooth round moderate profile, saline breast implant has experienced bilateral deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient underwent bilateral replacements with unspecified silicone implants on (B)(6) 2022. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 31, 2022 indicated that the patient only experienced right-sided deflation. As a result patient underwent bilateral capsulectomy and replacements as follow: l/cat#: 3507385mc, sn#: (B)(6) r/cat#: 3507385mc, sn#: (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on september 25 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the anterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).